Manufacturer narrative:
Device evaluation of monitor sn (B)(4) is underway. The reported problem (does not communicate with belt) is being investigated. A root cause investigation is underway. A supplemental report will be submitted upon completion of the investigation. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor does not communicate with the belt.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) was completed. The reported problem (does not communicate with belt) was confirmed. Upon investigation the monitor was unable to communicate with an electrode belt. The cause for the failure was isolated to connector j1003bb on the computer/analog (c/a) board. The connector had a lifted pad, resulting in an open connection on the c/a board. The root cause for the lifted pad could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor does not communicate with the belt.